Event description:
Potential overdelivery reported: the pt was receiving "maintenance" magnesium sulfate post-delivery. Per policy, the rate was titrated according to the pt's response. It was reported that the pump had been running on battery power and it alarmed "a long continuous alarm" (specific alarm not recalled). The nurse went into the room and plugged the pump into an ac outlet resolving the alarm condition. According to the customer contact, the nurse reported that the rate (not recalled) and not the programmed rate prior to the alarm event. There was no pt harm reported. The pump did not infuse at the inaccurate rate since the nurse appropriately checked the display after plugging the pump into an ac outlet and immediately noted the discrepancy. The pump was replaced and therapy continued without further event. Though requested, there was no additional info available.